Event description:
It was reported that during a surgical intervention, the patient received a shock due to oversensing external interference from an electrical scapel. A few days later during an interrogation, loss of wireless telemetry was noted between the device and programmer. There was not issue noted with telemetry at a subsequent visit. Additionally, it was noted that the patient's left ventricular lead had high thresholds. The right ventricular lead, device, and left ventricular lead all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 53 counts in 4.93 days between (B)(4) 2013 and (B)(4) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products; (B)(4) implantable cardioverter defibrillator; 5071-35 implantable pacing lead 2009 (B)(6); 4574 implantable pacing lead 2009 (B)(6). (B)(4).